Manufacturer narrative:
The ilet pump was reported to lose battery charge while connected to the charger. Investigation, including log review, confirmed abnormal battery depletion due to a faulty internal battery, with no external damage or user impact. No adverse clinical effects occurred, and the device was replaced; the battery will be replaced during refurbishment.

Event description:
It was reported that the ilet exhibited battery charging dysfunction, with the pump connected to a charger showing a solid green charger indicator while the device battery percentage decreased, consistent with a device power or charging failure; the user tried multiple outlets without improvement, and a replacement device was processed. Symptoms included no alerts or alarms and no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and continuation of usual activities.

Manufacturer narrative:
Investigation included technical review and device replacement logistics. Investigation of this case revealed suspected malfunction of the device power/charging function without external damage. It was concluded that the event was attributable to a device malfunction related to charging or power retention.